Event description:
It was reported that this right atrial (RA) lead had fractured and insulation was compromised after physician was making the pocket and accessing the old device with electrical cautery. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.